Event description:
It was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. Upon completion of the procedure, when attempting to withdraw the fluid from the foley balloon, there was found to be no fluid inside. There was a pinhole leak in the foley balloon, which was not indicated on ultrasound. The pt voided well after the procedure and experienced no pain during voiding and no urination urgency. There was no pt complications, and the pt's condition was reported as "fine".

Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit, was rec'd, but an eval has not been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. (B)(4).